Event description:
It was reported that patient's stimulator was faulty and was replaced. It was stated that "the stimulator was only 7 months old." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason for the explant was because the lead had moved and the patient had no coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported over a year later that the implantable neurostimulator (ins) "malfunctioned" shortly after implant. The implant procedure was not well attached and was done under local anesthetic. The ins "stopped functioning" after 5-6 days.

Event description:
Additional information received reported the hospital was investigating why the device was not returned by their facility. The health care provider (hcp) did not have any information regarding the patient¿s status. Additional information received reported the hospital had been unable to locate the device. They had reportedly reached out to a few contacts and had not received any replies. It was noted the supervisor stated they were ¿just going to write it off.¿